Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described, because the affected product was not returned to cook endoscopy for evaluation. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot, because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is remote. Conclusions: we were unable to conduct a full investigation, because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: we can report that a broken cutting wire can occur if the device makes contact with the endoscope when cautery is applied. The instructions for use for this product line caution the user to ensure the cutting wire is completely out of the endoscope when applying cautery, as contact with the endoscope may cause grounding and result in patient injury, operator injury, a broken cutting wire, and/or damage to endoscope. Additional factors that can contribute to cutting wire breakage include over-flexing of the device and/or manipulating the handle with the catheter in a coiled position. This observation can also be made if the distal end of the catheter is shaped manually. The instructions for use for this product line caution the user against exercising the device under these conditions: prior to distribution, all sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time, because this report was unable to be verified. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy tri-tome triple lumen sphincterotome. When current was applied during the sphincterotomy, the cutting wire broke. The reporter indicated that the cutting wire was missing upon removal from the patient. The reporter was unable to confirm the location of the cutting wire. Another device was used to complete the procedure. Nothing had to be retrieved from the patient. No additional medical procedures were required due to this occurence. The patient did not experience any adverse effects due to this observation.